Event description:
It was reported that upon removing the drapes after an arthroscopic procedure using a dyonics rf generator, a small area on the patient's arm was discovered to have sustained superficial burns. No additional information regarding specific procedure details, subsequent treatment or further patient complications has been provided.